Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1248 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter showed resistance to flush using syringe filled with saline solution 0.9% 10 ml. PICC catheter removed and a new one was inserted.